Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a cystoscopy, anterior repair, excision of urethral sling, transobturator urethral sling, posterior repair, enterocele repair, and perineal repair procedures performed on (B)(6) 2017 to treat a patient with cystocele, rectocele and stress urinary incontinence. The patient tolerated the procedure well and postoperatively was taken to recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant procedure date, as no event date was reported. Initial reporter: this event was reported to boston scientific corporation legal by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4).